Manufacturer narrative:
Findings: unit alarmed button error followed by unresponsive buttons due to electronic damage by moisture. The motor received with moisture damage. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. No cracks were noted at the window display. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump after falling on the insulin pump. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.